Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and product was replaced and released for use. The DHR anomaly is not related to the alleged device failure. Lead a was noted to be severely kinked with all wires broken approx 26 cm from the stimulation end. Lead b was also severely kinked with all wires broken approx 18.5 cm from the stimulation end. Multiple bends were observed on the lead segments' outer tubing. Due to broken wires in both lead segments, functional testing could not be performed. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference manufacturer reports: 1627487-2011-01229 and 1627487-2011-01230. The pt ((B)(6)) rec'd an scs system, including an ipg and two percutaneous leads (from two separate lots), in 2002. It was reported that in (B)(6) 2010, the pt lost stimulation. During a scheduled ipg replacement for normal battery depletion on (B)(6) 2011, intraoperative testing of the lead impedances revealed abnormal readings on all lead contacts. Consequently, the pt's leads were also explanted and replaced on (B)(6) 2011. The leads were replaced with a different model percutaneous lead. The pt reported effective stimulation after the procedure and no further issues were reported.